Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited r-wave amplitude variation, failure to capture, p-wave over-sensing, and inappropriate anti-tachycardia pacing therapy. Chest x-ray was performed and revealed rv lead dislodgement. The rv lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of inappropriate atp, oversensing far p-wave, failure to capture, and sensing r-wave amplitude variation were not confirmed. A full lead was returned in one piece for analysis. Specification measurements, electrical testing, visual inspection, and x-ray examination are normal with no anomalies found.